Event description:
The surgeon is given the minigrip, practiced how to arm it and the grasping sensation. She arms the needle and inserts the device, once in the abdomen the arming button was released. As the jaws opened they noticed that there was a piece missing. The surgeon is sure that it didn't fall in the abdomen but broke during the arming of the tip. They took out the minigrip and did the procedure with a trocar and 5mm grasper. No add'l surgery was necessary, just an abdomen x-ray in which it was confirmed that the missing piece was not in the pt. The pt is fine and left the hospital the day after the surgery as in routine. (B)(4).